Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. The patient was able to resume insulin without changing the cartridge. Customer¿s blood glucose level was 238mg/dl.